Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the left ventricular (lv) lead exhibited high capture threshold measurements. The lv lead was capped and replaced on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
Correction: sections b1, b2 & h1: the correct report type should have been serious injury instead of malfunction.

Manufacturer narrative:
Correction-section g3: the awareness date for (B)(4) was 29 mar 2025.